Manufacturer narrative:
The reporter stated that after being advised of the device's fio2 issue by a colleague, she took it back to her office for testing. She stated that she ran the ventilator for approximately 5 minutes and observed that it was reading the fio2 levels as expected. Ventec advised the reporter that it could take up to 10 minutes for the fio2 to calibrate and assured her that the patient would be receiving oxygen during that time. Ventec then provided the reporter with additional technical assistance, including programming their devices. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device was not providing fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.